Event description:
It was reported that the lead was an attempted implant due to difficulty accessing the coronary sinus. The lead was dislodged, removed, and scheduled for another procedure in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.